Event description:
The duett sealing device was deployed following a left heart catheterization (via a 6f seath in the right common femoral artery). There is no notation of a problem during deployment. The pt was discharged to home and resumed work the following day. The pt experienced rebleeding the next day. Compression was applied and the event was resolved.